Event description:
Kinetic j. Tipped wire was used during placement of stent to circumflex artery without issue. Same kinetic j. Tipped wire used for additional intervention to right coronary artery. Wire advanced into pda portion of artery where it was noted distal tip had become looped. Upon completion of procedure, physician attempted to remove wire but it had become stuck in vessel. Attempts made to pull wire back through balloon but unsuccessful initially. Balloon then advanced further and wire and balloon removed. It was noted that 2 cm of the distal portion of wire was still embedded in wall of vessel. Additional stent placed to isolate wire from blood stream. Wire was firmly imbedded into wall of vessel behind stent struts.